Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sinusitis ("she constantly having cough and sinus infection") and cough ("she constantly having cough and sinus infection"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, sinusitis and cough outcome was unknown. The reporter considered cough, medical device removal and sinusitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: essure was removed. Event medical device removal added. Reporter details added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.